Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 6900ptfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, six (6) months due to mitral stenosis and regurgitation. The tmvr procedure was performed with a 26mm 9750tfx transcatheter valve. Post implant tee revealed mild pvl and post-dilation was performed with an additional 1cc of fluid which resulted in trace pvl. The patient was transported to the c pacu in satisfactory condition. Approximately one (1) hour after transfer the patient had altered mentation and no pulse. Code blue was activated by primary nurse. By the time code team had arrived, patient was awake and had expressed having back pain. The patient's groin sites and abdomen were noted to be soft, without hematoma. The patient then became hypotensive with systolic bp 70s, and was given IV fluids and started on pressors, without improvement. The physicians were notified of patient's status. The patient became unstable, lost pulses again and went into pea arrest. CPR continued. Multiple rounds of epi, bicarb, calcium, and magnesium were given. The surgeon performed a bedside pericardiocentesis and removed 500 ml of blood, however there was minimal heart activity noted on echocardiogram. On pod #0 the patient had expired.